Event description:
The user received questionable urinalysis results for one patient sample from the urisys 1100 analyzer (B)(4). Of the data provided, the results for glucose were discrepant. The initial result was "normal" and the result from the iris analyzer in the laboratory was >1000 mg/dl. No information was provided to determine if the erroneous result was reported outside the laboratory. The patient was not adversely affected. The user stated she feels the wrong patient sample may have been sent to the laboratory, but stated the sample was labeled correctly. There was not a way for the user confirm if the sample tested was the correct sample.

Manufacturer narrative:
The urisys 1100 analyzer and strips were returned for investigation. During the investigation, the analyzer showed an error message indicating an optical defect. Further investigation of the device was not possible because the light emitting diodes (led) of the customer's device were defective. The defective leds were not the cause of the false results. If the led is becoming weak, calibration will compensate for this. The lot information of the test strips involved was not provided by the customer, therefore no investigation with retention material was possible. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No samples have been received from the customer at this time. No product returned. Lot number unknown.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.